Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value was 489mg/dl. Customer treated with syringe and insulin pump. Customer also stated that the buttons were harder to press. Insulin pump will not be returned for analysis.